Event description:
A pronto lp extraction catheter was used in a patient procedure. The tip of the catheter broke off upon removal from the body. No additional intervention was reported and no patient impact was reported.

Event description:
A pronto lp device was used in a patient procedure. The tip of the catheter broke off upon removal from the body.